Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted medtronic surgical aortic valve, the patient had a pre-existing mean pressure gradient of 32 millimeters of mercury (mm hg) and a peak velocity of 3.7 meters per second (m/s). During the implant procedure, an 18 french (fr) long non-medtronic sheath was inserted in the right femoral artery. A medtronic snare and pigtail catheter were inserted in the left femoral artery. It was noted that a pre-implant balloon aortic valvuloplasty (bav) was not performed, and valve loading was completed without any issues. Following delivery catheter system (dcs) insertion, the dcs was able to pass the surgical valve without the use of a snare. Upon the first deployment attempt, the implant position was negative due to the lack of "landmarks" causing the valve to dislodge, and the valve was recaptured. Upon the second deployment attempt, the valve was positioned too deep and was subsequently recaptured. Upon the third deployment attempt, the implant depth was 0 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc); therefore, the valve was fully deployed. Immed iately after full deployment, the mean gradient was approximately 20 mm hg. Subsequently, a post-implant bav was performed using a 20 mm non-medtronic balloon. Following the post-implant bav, the mean gradient decreased to 9 mm hg. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-23 (r037451); product type: 0195-heart valves; implant date (B)(6) 2026; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one intraprocedural fluoroscopic media file was provided for review. The absence of a patient executive summary limited the ability to perform a comprehensive anatomical assessment. Documentation indicates the presence of a previously implanted medtronic avalus surgical aortic valve. No radiopaque markers of the surgical valve or sternal wires were visualized. Fluoroscopic valve load inspection was not available for review; therefore, adequate valve loading cannot be confirmed. The evolut bioprosthesis is observed being deployed at an apparently shallow depth, assuming appropriate positioning of the reference pigtail catheter at the nadir of the noncoronary cusp. During continued deployment, the valve is observed to dislodge into the ascending aorta. Documentation states that valve deployment occurred following a third deployment attempt. No additional imaging or documentation of the deployment attempts or final valve release was available for review; therefore, no further assessment can be made. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted medtronic (avalus) surgical aortic valve, the patient had a pre-existing mean pressure gradient of 32 millimeters of mercury (mm hg) and a peak velocity of 3.7 meters per second (m/s). During the implant procedure, an 18 french (fr) long non-medtronic (dryseal) sheath was inserted in the right femoralartery. A medtronic (gooseneck) snare and pigtail catheter were inserted in the left femoral artery. It was noted that a pre-implant balloon aortic valvuloplasty (bav) was not performed, and valve loading was completed without any issues. Following delivery catheter system (dcs) insertion, the dcs was able to pass the surgical valve without the use of a snare. Upon the first deployment attempt, the implant position was negative due to the lack of "landmarks" causing the valve to dislodge, and the valve was recaptured. Upon the second deployment attempt, the valve was positioned too deep and was subsequently recaptured. Upon the third deployment attempt, the implant depth was 0 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc); therefore, the v alve was fully deployed. Immediately after full deployment, the mean gradient was approximately 20 mm hg. Subsequently, a post-implant bav was performed using a 20 mm non-medtronic (trival) balloon. Following the post-implant bav, the mean gradient decreased to 9 mm hg. No patient complications were reported as a result of this event. Additional information was received that a non-medtronic guidewire was used for the procedure. The deployment starting point began from above the pigtail catheter. Prior to valve dislodgement, the implant depth was 1 mm on the non-coronary cusp (ncc) and unknown on the left coronary cusp (lcc). The direction of dislodgement was aortic. After dislodgement the implant depth was 4-5 mm on the ncc and 10 mm on the lcc. Contributing factors to the dislodgement were that there was no placement mark for the surgical valve and the depth was too shallow when deployed. An anatomical factor that could have contributed to the elevated gradient was that the surgical valve was implanted because of an extremely small aortic annulus.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.